Event description:
The clinician reports the implant was inserted (b)(6) 2021 in ADA 5. Details of surgery: Immediate extraction site. On (b)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.